Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter entrapment and shaft break occurred. A 3.50x20mm promus element plus drug-eluting stent was selected for use to treat the target lesion. During procedure, the wire could not be removed and the stent shaft broke into two inside patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.